Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinical follow up, lead noise due to a potential lead damage was noted on the right atrial lead. Reprogramming changes were made to resolve the event and the patient was stable with no adverse consequences reported.